Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex (device #2) may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia,and explant. Recurrence and fistulas is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient was diagnosed with a ventral hernia. On (B)(6) 2016: the patient underwent ventral hernia repair with an unspecified bard perfix plug (device #1). On (B)(6) 2016:the patient underwent a hernia surgery removal of the perfix plug (device #1) and a ventralex (device #2) was implanted. In the months following the (B)(6) 2016 implant of the ventralex (device #2),the patient continued to experience abdominal pain, and further experienced infections, as well as fluid draining from the umbilicus. The mesh continues to cause abdominal pain, infections and fissures. On (B)(6) 2017:the patient had additional surgery to remove the implanted mesh. The patient was caused and in the future will be caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization, and other damages due to the alleged defective bard/davol perfix plug (device #1) and the ventralex (device #2).